Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 16 mg/dl and 103 mg/dl on the compact system. Reporter noted that, at the time the results were obtained, patient was not experiencing symptoms of hypoglycemia or hyperglycemia. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the compact system. Technical support requested the return of the suspect product and replacement product was shipped.